Event description:
It was reported the videoscope exhibited scope communication error e216 during inspection for use prior to sedation for an unknown procedure. There was a procedural delay and the procedure was able to be completed with a different olympus device. There were no reports of patient harm.

Manufacturer narrative:
E1: (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.